Manufacturer narrative:
H6: the reporter has not provided ventec with the serial number of the device used during the reported event. As a result, sections d4. Model #, catalog #, serial # and UDI #, are all unknown. Additionally, section h4, device manufacturer date, shall be left blank. No device has been returned to ventec for evaluation. A ventec ventilation product support specialist contacted the reporter and explained that the flow of oxygen would be diluted between the added flow to ventilate, as well as the exhalation vent ports, and that there would be need to bump the oxygen up to offset that. Some patients are extremely sensitive to their oxygen and they may need to bump the flow as required. Based on the information available, the investigation determined the root cause of the issue was user error.

Event description:
It was reported to ventec that a patient desaturated while on a vocsn device. The reporter advised that the patient's o2 saturation levels dropped to 76% when on the vocsn. The reporter further indicated that the patient did fine with just a nasal cannula, but when they place them on the vocsn they desaturate. No further information was provided. Ventec has attempted to contact the reporter in order to obtain additional details about the patient and the event, as well as the serial number of the vocsn involved. No response has been received.